Manufacturer narrative:
E1 - initial reporter establishment name-(B)(6) e1 - address (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the small intestinal videoscope had occasional stripes. The issue was found during routine maintenance and there were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h6, h11 the device was not returned for evaluation; therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.